Event description:
Complainant alleged that while attempting to defibrillate a pt, the device failed to hold the charge and unintentionally discharged the energy internally. The clinician shut the device off then back on and the device continued to function. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.